Event description:
This rv lead was implanted on (B)(6) 1999 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had no rv pacing inhibition but the intrinsic amplitude signal is seen above the noise. The following physician was dr. (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)